Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the green reload involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of exposed component to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was partially fired. The reload was found to have a firing failure based on log review. The root cause of exposed component of the reloads is associated mishandling/misuse. Additional observations not reported by site were also identified: the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. No material missing. The reload was found to have a damaged blade. The blade exhibited mechanical indentations. No material appears to be missing. No damage to the lead screw was observed. The root cause of this failure is associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the surgeon was stapling across lung tissue. The stapling sequence did not complete, and a warning of blade may be exposed came on screen. The customer removed the stapler instrument as well as the stapler 30 reload (green) and tried stapling again with a different reload and had no problems. The customer is sending the stapler instrument with the stapler 30 reload (green). The procedure was completed with no reported injury.